Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump as it needed to be held in a certain way to charge properly. There was no adverse impact on the customer's blood glucose level. Customer was advised by technical support to allow the battery to fully deplete before returning the pump and was informed about the steps to take upon receiving a replacement with updated software. A replacement pump was sent, and the customer planned to use a backup insulin pump to maintain insulin delivery.